Event description:
On 02/24/2022, it was reported by a sales representative via email that an acl, pcl, and lcl reconstruction was performed on the patient approximately 5 years ago. After the surgery, the patient acquired drop foot and went to see a neurologist about the issue. The neurologist preformed an exploratory common peroneal nerve surgery six months after the initial surgery and found scar tissue build up around the nerve. All scar tissue was released and the patient regained full function of the foot. Sales representative does not know the exact date of the original procedure or of the revision surgery. The part and lot number of the implanted devices is unknown, as well as, if any arthrex parts has been explanted or new ones implanted. There is no known information as to where or by whom the revision surgery was performed. So far, there are no x-rays, scans, op-notes, post-op notes and or any kind of report available.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.